Event description:
During follow-up, undersensing and noise were observed on the device. Abbott technical support was contacted and confirmed the event. No further intervention was performed. The patient was in stable condition and will continue to be monitored.